Event description:
It was reported the patient presented to the clinic due to hearing a patient alert and it was found the device reached elective replacement indicator (eri) and early battery depletion was suspected. Also, the right atrial (ra) lead threshold was high at 2 volts at 0.4 millivolts and the capture management had increased the outputs to 5 volts at 1 milliseconds. The device was explanted and replaced. Capture management was reprogrammed off in the new device and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 6940-52 implantable tachy lead (B)(6) 2001; 6945-58 implantable tachy lead (B)(6) 2001. (B)(4).